Manufacturer narrative:
Correction to. H9 - updated. H6 component code - updated.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: olympus confirmed that abnormal sound occurred after pressure was released due to defective solenoid valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the front panel led was dim and abnormal sounds after pressure was released. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. Upon review of complaint record, it was noted field h9 was inadvertently marked as fy24-omsc-06 instead of 3002808148-10/09/2023-001-c. Updated h9.